Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report number: 1627487-2013-11665 and 1627487-2013-11667. It was reported the patient wanted to move forward with an alternative therapy due to no longer receiving adequate pain relief. As a result, the patient's scs system was explanted. Sjm was made aware of the explant on (B)(6) 2013.